Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test a21 error test, basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty fsr. (Gold) unable to perform occlusion test, excessive no delivery test or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed. Unit received with stripped battery cap.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. Blood glucose level at the time of the incident was 95 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.